Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited high/undefined superior vena cava (svc) coil impedances. The svc coil was programmed off. Another lead warning triggered at a later date, and the lead exhibited high/undefined rv coil impedances. A lead fracture of the rv coil was suspected. The lead was programmed off, and will be capped and replaced. No patient complications have been reported as a result of this event.